Event description:
The user was re-implanted on (B)(6) 2023.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
Information was received that the user was re-implanted on (B)(6) 2023. According to the device explant report form the device was explanted due to progressive malfunctioning leading to complete absence of auditory sensation. Further, fibrous tissues around the electrode lead, firmly attached to the skull, was observed at explantation. The lead and the electrode was surrounded by scar tissue firmly adherent to bony walls.